Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 285 mg/dl. A correction bolus via the pump was delivered to address bg. During a system check with tandem technical support, it was reported that the pump time was incorrect. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy.